Event description:
Per the clinic, the patient experienced a poor sound quality leading to device non-use. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.